Manufacturer narrative:
The medical history was received and evaluated. The implants still have not been returned. Co cannot be certain they are lifecore products.

Event description:
Implants placed 3/28/96 and removed 9/20/96.